Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. A return material authorization (RMA) had been issued requesting to have the isi device returned; however, isi did not receive the RMA to confirm/identify the failure mode. An advanced stapler log review shows stapler with part number (pn) 480460-12, lot number (ln) k10240725-0084 was used first, and it was installed on the system 1 times and fired 1 blue reload. On the only install, the first clamp was successful, and the firing was completed with no pauses for compression. Approximately 4 minutes after the successful unclamp, the grip release tool was detected on the instrument, and it was force expired as a result. 1 minute later, the e-stop button was pressed. The user then pressed the e-stop two additional times. It appears that the instrument was re-installed 3 more times, however as the instrument had been force expired, it was unable to be used. 3 additional occurrences of an error code represent the recognition failures. About 1 minute later, logs show two instances of an error code indicating that an instrument had failed to engage on universal surgical manipulator (usm) 1. The instrument that failed was not defined in the logs, but there were no engagement failures for pn 480460-12, ln k10240725-0084. Next, logs show stapler with pn 480460-12, ln k10240725-0049 was installed on the system 1 time and fired no reloads. No clamping or firing was attempted by this instrument. The system was powered off while the instrument was installed. The system was restarted with a different instrument installed, pn 480460-09, ln l82231116-0643. This instrument was clamped and fired successfully on the same install. Approximately 2 minutes after the completed unclamp of this instrument, the grip release tool was detected on the instrument, and it was force expired as a result. It appears that the instrument was re-installed 2 more times, however as the instrument had been force expired, it was unable to be used. All errors related to this install call out pn 480460-12, ln k10240725-0049, as the system ¿thinks¿ this instrument was still installed. Next, stapler with pn 480460-09, ln l82231116-0646, was installed on the system 1 time and fired 1 blue reload. The first clamp was successful, and the firing was completed with no pauses for compression. Approximately 1 minute after the completed unclamp of this instrument, the grip release tool was detected on the instrument, and it was force expired as a result. Next, logs show stapler with pn 480460-09, ln l82231116-0643, was installed 1 time and fired 1 blue reloads. The first two clamps were successful, and the firing was completed with no pauses for compression. Approximately 1 minute after the completed unclamp of this instrument, the grip release tool was detected on the instrument, and it was force expired as a result. There were no additional stapler related errors in the system logs. Summary of the log review: 4 unique staplers were used. Order: k10240725-0084, then k10240725-0049, then l82231116-0643, then l82231116-0646, then l82231116-0643. All fired 1 blue reload successfully. No incomplete clamps or unclamps. After the unclamps, each instrument was released using the manual release knob (mrk), which resulted in the force expiration of the instrument. During a restart of the system, instrument k10240725-0049 was switched with l82231116-0643, however no error was thrown by the system. As the unclamps were all successful, it is unclear why the mrk was used with each instrument. A system log review revealed there are no errors that would indicate a problem with the system. The universal surgical manipulator (usm) has not been RMA¿ed and is still being used without issue. The left master tool manipulator (mtm), which would have been controlling the staplers on usm 1, was RMA¿ed after the procedure on (B)(6) 2025. It had it¿s reported problem of a grip failure replicated as the inner and outer springs were found to be out of spec causing the failure. There were no relevant errors to confirm if this caused the issue with all 4 staplers but could be related. Device history record (DHR) review for the device involved with the reported event was completed. No non-conformances were identified to be related to this complaint.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
No product has been returned to intuitive surgical, inc. (Isi) for evaluation. Note: refer to medwatch report (MDR) with patient identifier 2955842-2025-04106 for MDR submission of the event logged against the system issue.

Event description:
It was reported that during a da vinci assisted cystectomy, there was a grip issue with the left master tool manipulator (mtm), and the instrument swap pedal was not working properly. The pedal and had to be pressed hard for it to engage and switch universal surgical manipulator (usm)s. However, the customer called an intuitive surgical, inc. (Isi) technical support engineer (tse) later in the procedure to explain that the pedal was working properly, but that when the surgeon switches between usm 1 and usm 2 there is a slow response in getting control of the usm and it was possible the procedure would not be able to be completed. The tse asked for the system to be power-cycled but was informed that it was not clinically possible at that moment. After the procedure, the customer stated the procedure was able to be completed. The surgeon later stated that it was a left "arm" (mtm) issue and that the procedure had to be completed with 3 usms and that they restarted the system with an emergency shut down. Also, for more than half of the procedure, the jaws of the 4 sureform 60 instruments with blue reloads installed had to be opened with the manual release knob (mrk) after firing. Despite this, the result was "satisfactory and acceptable." Light bleeding from an unspecified location was addressed with a 5mm metal clip. The procedure was delayed by 1.5 hours.